Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose for the last couple of hours. She has tried changing her infusion set and adjusting her basal rates. During high blood glucose troubleshooting, her blood glucose was unknown and current is 491 mg/dl. She said that she felt slightly dizzy and treated with her pump and a manual injection. The customer is not calling back to perform the high pressure test. She declined further troubleshooting. The pump will not be returning for analysis.